Event description:
The end user developed blisters under the adhesive. She was treated with silvadene.

Manufacturer narrative:
The end user had a mole removed from her left armpit on (B)(6) 2013. On (B)(6) 2013, she applied the adhesive bandage over the site. She experienced discomfort of the site but did not remove the bandage until the next morning. Upon removal, she found two blisters and a reddened area the shape of the adhesive. She went to the emergency room. Silvadene and ibuprofen were prescribed. No samples were returned for evaluation. The end user did not respond to request for additional information. It is not known if there were other contributing factors to the reported incident. It is not known if any topical agents were applied to the area under the bandage that may have contributed to the skin reaction.